Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k011028 and k013227.

Event description:
Doctor reported that the screw loosened and fractured. Implant also fractured at the collar of the implant. Tooth site 24, both items were removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). During investigation results, it was identified that the reference was different than originally reported. One (1) imp,tsv,3.7,8,mtx,mg (svb13) and one (1) unknown zimmer screw were returned for investigation. Visual evaluation of the as returned product identified that the implant had signs of use with bone debris attached to threads and damage to the external threads due to the removal process. The implant was fractured at the collar. Additionally, there was a fractured screw stuck inside the implant and could not be removed. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was not reported. Bone density was moderate density (type ii) and good oral hygiene was noted. The reported device was located on tooth # 24 (fdi) and was used for approximately 13 years, 2 months. DHR review could not be performed, as the lot number associated with the reported product is a supplier lot number with no available DHR. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (svb13) dating back to 12 months from today. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: dental : functional : fracture : implant. Therefore, based on the available information, device malfunctions did occur for the implant. The reported event was confirmed as physical evaluation identified the fractured implant.